Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. A review of the shared log did not find any errors related to the customer complaint. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.